Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer's blood glucose level was 105 mg/dl. The customer reported that the insulin pump was in bumped. They reported that the insulin pump failed the self test as they could not see the missing segments on the insulin pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments or partial display and unable to perform any tests due to insulin pump flashing white light on the display.